Event description:
It was reported that a premature (34 weeks) infant was being infused through the device and a leak was observed at the connector on a central catheter. No pt sequelae was reported. The user reported that the device worked normal for three days, the leak was observed on the 4th day of use.